Event description:
Customer called to report that the unicel dxc 800 synchron system generated erroneously high creatinine results. Patient (B)(6) had further urgent testing done for an acute kidney injury; therefore, the sample was repeated. There was no adverse effect to the patient and treatment was not changed. The other samples were thought to be potential fliers by customer because the creatinine results did not correlate with the patient's respective urea results. When the issue was discovered, the samples had already been discarded so they could not be re-run. Again, there was no effect to patient treatment. The quality control (qc) data was evaluated, and the results were within established ranges. The field service engineer (fse) inspected the instrument onsite and replaced the crem reaction cup assembly, upgraded the stirrer motor and replaced the tricontinent syringe on the module. The fse also aligned the mc (modular chemistry) sample probe and calibrated the lamp. Finally, the fse verified instrument performance to ensure that the services performed effectively resolved the instrument issue.

Manufacturer narrative:
Quality control (qc) data provided by customer was reviewed and showed that the results were within established ranges. The fse evaluated the instrument and performed the services which resolved the instrument issue. Customer has not called back to report any further issues relating to this event. A medical device vigilance report was filed as (B)(4). (B)(4).